Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-05413. It was reported that an asymptomatic patient presented in-clinic for follow-up. Upon review, the implantable cardioverter defibrillator detected non-sustained ventricular oversensing due to a loss of capture on the right ventricular lead. Programming change was made. The patient was stable post event.